Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cicatrization area around this subcutaneous implantable cardioverter defibrillator (s-ICD) has not healed completely. A suture was added on the upper section of the wound and a follow up will be performed in the near future. This system remains in service. No further adverse patient effects were reported.